Event description:
It was reported that the patient had symptoms during rv pacing. The patient reported to have a positional pain due to the screw-in rv lead. The physician elected to explant and replace the rv lead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.